Event description:
It was reported that during a pulsed field ablation procedure, fluoroscopy was used to confirm that the catheter was entangled. The catheter was removed from the body and "entrapped." In addition, it was surmised that the catheter was damaged during removal and the potential would not display on electrode one. The catheter was replaced which resolved the issues. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later noted that the electrode array could no longer be expanded into a ring shape inside the heart, it was removed from the body, adjusted to its shape, and reinserted to resolve the issue.

Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012431712 was returned and analyzed. Visual inspection was carried out. The catheter was received without the guidewire threaded through. The guidewire lumen was received extended, and with a damaged array loop assembly. The shape of the catheter array was damaged, and the distal arm knotted over the guidewire lumen at the vicinity of the tip. The pebax involved into the knot is twisted and kinked distally to the electrode #1. The array pebax tube is torn at the proximal arm to dual lumen junction, causing the electrodes wires to be exposed. X-ray imaging has confirmed that the nitinol array wire, properly attached at the distal tip, but completely dislodged from the dual lumen. The electrode wire was observed detached from the electrode #1. Mechanical verification of steering and slide mechanisms was carried out. The slide control function was slightly stiff but could be actuated. The slide control was retracted fully backward to pull back the guidewire. Steering function is normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Data from the catheter identification chip confirms the catheter programmed for clinical use. With the lot and serial numbers matching those indicated on the cover. The catheter was not reprogrammed as the catheter condition would not permit to perform ablation using generator. The continuity test was performed and showed an open loop circuit between the electrode # 1 and pin #1, no anomaly was observed for the other electrodes. In conclusion, the catheter failed the return product inspection due to a knotted array, proximal arm pebax tube torn, exposed electrode wires, nitinol array wire dislodged from the dual lumen, kinked and twisted pebax and electrode wire to electrode detachment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.